Event description:
On 03/01/2000, the facility's surgical nurse informed the MFR's (MFR.) Sales representative of the following: the device would not flush-septum appeared to be blocked. Occurred during surgical implant. Product was removed from the pt and another device (same catalog #) was used with no problems. No furhter details were provided.